Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no pt or user injury. There were no reports of any adverse consequences, and the procedure successfully completed.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with a broken bearing on the driveshaft. Bearings, the bearing stop, and nose cone were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.